Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in clinic for normal follow up, externalized conductors were observed. High, out of range pacing lead impedance was also noted. The lead was explanted and replaced.